Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for other chronic/intract pain (trunk/limbs) reported the implantable neurostimulator (ins) was moving in the pocket, and was shocking them at the ins site. It was noted this started suddenly, and was gradually getting worse. There were no traumas or falls reported related to the issue. The consumer was going to find a new healthcare provider (hcp) to get an opinion about getting the ins removed, and perhaps replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.